Manufacturer narrative:
Initial and final MDR 1944524- MDR 3003442380-2024-21449 - device 3 of 10.

Event description:
Reference number:1944524. Event occurred in canada. It was reported that, the patient faced issue of 10 infusion tubing leakage from the site after being in use for 1 day each for all events.the issue was resolved by replacing infusion set and resuming insulin. No further information available.